Event description:
The customer reported that the system intermittently displayed an "x-ray disabled" error message. This error message likely resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.